Manufacturer narrative:
The doctor stated that the patient's tooth was restored with a composite material and confirmed that the tooth would be fine. The doctor did not return the bracket involved; therefore, no evaluation could be conducted. This is the fourth MDR report of the five incidents reported.

Event description:
In 2009, a doctor reported to ormco corporation that five different patients experienced enamel loss when 5 damon3mx brackets debonded.